Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was waking up dizzy. The customer experienced low and high blood glucose levels. His blood glucose level dropped to 40 mg/dl and increased to 500 mg/dl. He treated his high blood glucose level with a manual injection and insulin pump. The customer changed the infusion set multiple times. The insulin pump alarmed no delivery. In the alarm history external error, unexpected restart, no delivery, no power, and low battery alarms were found. The customer had a sweat taste in his mouth and nose. He was unable to feel his fingertips. He was numb. Some air bubbles were found in the tubing. The customer was advised that the device would be replaced and agreed to return the product for analysis.